Event description:
It was reported that during a system upgrade the physician attempted to place a left ventricular (lv) lead. The first lv lead was attempted but the electrodes made the lead "too stiff" to place around the patient's tight curve in the vessel. The physician took a second lv lead and attempted to place but was unable to because the leads curve made to lead "too stiff" to place around the patient's tight curve in the vessel. The second lv lead was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2009. (B)(4).